Manufacturer narrative:
Nextremity solutions became aware of this event during a phone interview with the reporter to follow-up on previously reported complaints 303009540749-2019-00011 and 3009540749-2019-00012. The reporter and surgeon attributed the breakage of the incore lapidus screws to the trauma that occured to the foot from the car collision. There was no alleged or detected deficiency with the device.

Event description:
A patient was implanted with the incore lapidus system. At some point after surgery, the patient was in a car collision and experienced trauma to the foot implanted with the incore lapidus system. The incore lapidus compression screws broke. There were no complications reported prior to the car collision. The surgeon removed all pieces of the incore lapidus system. The surgeon plated the area. No patient complications were reported after the removal of incore lapidus.